Manufacturer narrative:
Concomitant medical products: mtw grib wire, model unknown, olympus tjf-260v, endoscope. Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the inner cannula [radiopaque marker] was missing. The distal end of the catheter was split from the tip to the third etch mark. This split did not go all the way through the catheter. The inner cannula is missing. It is possible that the re-sterilization of the device and the split in the catheter contributed to the inner cannula detaching. The back of the sterilization pouch had the expiration and sterilization date of the device, verifying the customer's statement that the device had been resterilized for reuse. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the user mentioned that the device was resterilized for reuse. The warnings in the instructions for use (IFU) states: " this device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease." The resterilization of the device may have contributed to the inner cannula loosening and then detaching from the device. Prior to distribution, all glo-tip ii double lumen ercp catheters are subjected to a visual inspection. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that the product was resterilized for reuse, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook glo-tip ii double lumen ercp catheter (gt-2-t). The physician attempted to cannulate with a sphincterotome but failed. The cook gt-2-t was then used and succeeded in cannulation. After that, stones were removed by using a basket. He checked the contrast image to identify the remaining stones, and a small foreign object was seen in the common bile duct (cbd). He checked the previously recorded image. The foreign object had been seen since the successful cannulation with gt-2-t. He tried to remove the foreign object but eventually failed and foreign object remained in the cbd. Further information stated that this device was resterilized for reuse [abnormal use]. Upon checking the device after the resterilization, they found that the gt-2-t's radiopaque marker had disappeared. In the patient¿s follow-up observation, it was confirmed that the foreign object was removed [passed naturally]. Cook interpreted the original complaint statement of ¿radiopaque marker disappeared from the device¿ as flaking of the outer biocompatible ink, which does not meet emdr reporting criteria. At that time, there was no allegation that any extreme damage or breakage had occured, which would be required to expose and allow detachment of the radiopaque marker because as the marker is interior, not exterior. Due to the device design, it was reasonable to conclude that the ¿disappearing¿ portion was biocompatible ink on the exterior of the device. Retrieval of the biocompatible ink flaking would not be considered intervention to preclude serious injury or death. Therefore, there was no reportable information at this time. The device was received on 22-apr-2020 and it was noted the lumen was split and the interior radiopaque marker (also known as the inner cannula) was missing. A section of the device remained in the patient after failed attempt to remove it and passed naturally. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.